Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as uncomfortable. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended wearing the lifevest only when going out and completing activities for the skin irritation the outcome of the irritation is unknown as follow up attempts were unsuccessful.